Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient had the vns therapy system explanted, because the "patient did not like the buildup of the left chest and he requested to be explanted". Also the patient's seizures were "not well controlled," and the physician decided to change medication. The products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain information ruling out device malfunction have been made, but have been unsuccessful to date.